Event description:
A pt was implanted with a 3 level vectra plate and screw construct in 2003 using acf spacers. Pt was fused at each level from c4-c7. Routine x-ray examination of pt's cervical spine confirmed the right c7 screw was not fully purchased in the bone. Surgeon removed the one screw at c7 from the pt with no problems. Pt was fused completely. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.